Event description:
It was reported that the patient had a pump refill without any problem. The pump residual volume matched expectations and was refilled with 18 ml of clonidine 600 mcg/ml. After the patient left the hospital following the refill, the patient collapsed. The patient experienced hypertension and disorientation. It was further reported that when the pump was emptied, the residual volume did not match the expectation. He pump was emptied and refilled again. The following day, the pump was again emptied. It was again noted that the residual volume was not accurate. The pump was then emptied and refilled with 18 ml of saline. It was stated that the pump was then explanted and a new pump placed. It was noted that the patient was "ok" and went "back to home." No further details, patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.